Event description:
It was reported that the patient was placed on tandemlife pump and oxygenator support and transferred to the ICU. Flow was reported to be 4.0l at 6000 rpm. The following day the flow had dropped to 1.1l at 7500 rpm with no chugging or low flow noted. It was reported that impella flow was increased and the nurse practitioner attempted troubleshooting. It was noted that there were no kinks observed and the hemoglobin count was 10. It was reported that the flow was never able to be increased and the patient passed away. A review of the controller data logs was performed. The logs indicated that the controller functioned as intended throughout the case, setting low flow alarms when flow was measured to be less than 1 lpm. The infusion pressure and pump current remained within normal range for the duration of the case indicating the pump functioned as intended; however, the pump was not returned for product analysis to date. It was noted that tranexamic acid was administered and anticoagulation was not initially administered. After the reported drop in flow the activated clotting time was measured to be 165 seconds. Where per the directions for use, the activating clotting time should not fall below 450 seconds. No further relevant information has been received to date.